Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the green cap seal on the vial for the implant is broken. To the sales rep's knowledge, the box was sealed and the box was not tampered with. The doctor just opened the package for a procedure and the green seal was broken. No impact to the patient as another implant was used.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant packaging with signs of being handle / manipulated by the customer. The implant's outer vial tamper seal was observed broken and the implant was not connected to the inner vial. The reported complaint is non-verifiable as the conditions of the product / packaging delivered to the customer are unknown / non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is mishandling of device/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.